Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 1999 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced erosion, organ perforation, and recurrence. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that post implantation, patient experienced pain, urinary/bowel disturbances, bleeding and dyspareunia. (B)(4). Dyspareunia. Urinary and bowel disturbances.